Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.

Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted to start three freestyle libre 3 plus continuous glucose monitor (cgm) sensors using the partner mobile app rather than the ilet app, which resulted in the sensors becoming paired to another device and unable to connect to the ilet; the user removed the pump out of frustration and later used bg run mode after entering a fingerstick value. The user experienced a blood glucose peak of 325 mg/dl with no associated clinical symptoms. Outcomes included transfer to the partner organization for potential sensor replacement and no health impact. User support included review of use error, device-use workflow, and user education on proper setup and operation. Investigation of this case revealed use of the sensor with an incompatible workflow that locked the sensor to a different device, preventing cgm communication with the ilet, with no ilet hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to setup and pairing of the cgm sensor with another device.